Event description:
Customer reported the insulin pump was exposed to water. Customer's blood glucose was 138 mg/dl. Customer stated he wore the device in the hot tub. Fluids are in the battery compartment and reservoir compartment. Customer reported the device was not leaking from the reservoir. Customer reported the o-ring inside lip of reservoir compartment was missing. The device did have cracks in it. Customer was advised to discontinue use of the device. No further information reported.